Event description:
A nurse reported while in quadrant removal mode of a cataract extraction, the irrigation tubing popped off the handpiece. Subsequently, the anterior chamber collapsed, then the posterior capsule was noted to have ruptured. The customer thinks this was due to the handpiece/tubing connection. The surgeon feels it is easy for a surgical technician to connect the tubing incorrectly resulting in a loose connection. Additional information has been requested regarding patient's current status but no information has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).